Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer went to the emergency room ER on (B)(6) 2024 with a blood glucose level that read "high"; a specific value was not provided. The customer was treated intravenously with fluids of saline and insulin while in the ER. The customer was released the same day with issue resolved and no permanent damage.